Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the axium prime pushwire was returned without implant coil attached and missing. The axium prime pushwire was broken at the break indicator with the release wire extending out the proximal end. The actuator interface, positive load indicator and part of the coupler tube were missing and not returned for analysis. This is indicative of attempt at manual detachment at this location. Additionally, the axium prime pushwire was returned wound up and tied in a knot, causing multiple kinks to the pushwire. The coin was found to be pulled back from the lumen stop; with the shield coil present and not damaged. The lumen stop and retainer ring were found to be visually acceptable. Based on the returned device analysis and reported information, we were unable to determine the cause of non-detachment of the implant coil during the procedure. As implant coil, actuator interface, positive load indicator and part of the coupler tube were not returned; therefore, any contribution from these to the non-detachment could not be determined. Per the instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00310, 2029214-2019-00311. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an axium framing coilshad issues detaching. During a procedure, a prime frame 9x30 was placed. This coil spread out adequately but it could not be detached with the instant detacher despite three attempts. A new instant detacher was used and also could not be detacher after three attempts. The manual method (breaking of the hyptotube, an alternative detachment method presented in the instructions for use) was also attempted and failed. After this, the coil was manipulated by pulling microcatheter and pushing in coil several times and it finally detached. After that, the next prime frame 8x30 was able to be detached without problems with a new instant detacher. No patient injury was reported as a result of the event. Patient was undergoing embolization treatment of an 10mm long and 3mm wide unruptured aneurysm with neck of 5.5 mm in va-top. The patient¿s vasculature was medium in tortuosity.